Event description:
It was also reported that there was elevated threshold on the lead. The lead was reprogrammed prior to being capped.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise on the atrial lead. The lead was capped and replaced. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1232 competitor implantable pulse generator, 1999 (B)(6); 5068 implantable pacing lead, 1999 (B)(6). (B)(4).